Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited ventricular oversensing associated with noise on the rate/sense channel. The noise was not reproducible. However, the oversensing led to an inhibition of pacing in this pacemaker dependent patient. As a result, the decision was made to revise the lead system. The rate/sense portion of the defibrillation lead was capped, and a separate pacing lead was added. Unfortunately, the intervention did not resolve the clinical observation, as noise was once again noted on the r/s channel. Therefore, the ICD was explanted and replaced with a new guidant device.